Event description:
The port-system was implanted into the vena jugularis interna. The catheter was flushed with naci 0.9% and burst, so that the central part slipped in the heart and got stuck in the vena cava superior. The radiologist was able to remove the catheter by an interventional procedure. The distal part was of the catheter and the port was replaced by a new port system.